Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms with some noise and decreased p-wave measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suspects the lead integrity is compromised. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently removed from service following the death of this patient for other cardiac reasons. Upon receipt in our post market quality assurance laboratory, a thorough evaluation was performed of the returned proximal segment. Visual inspection noted the lead had been severed 117mm from the terminal pin. Resistance testing confirmed the electrical continuity of the returned segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.